Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. One test strip returned for evaluation - unable to test. Most likely underlying root cause: mlc-12 product expired. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 38, 36 and 51 mg/dl fasting. The customer's expected fasting blood glucose test result range is 75 - 85 mg/dl. The customer feels well and did not report any symptoms at the time of the call. On (B)(6) 2019, customer had obtained the result of 38 mg/dl fasting and husband had called 911. Customer did not have any symptoms at the time, when the emt arrived they had performed a blood test within 30 minutes and customer's blood glucose test result was 90 mg/dl fasting. No treatment was provided and customer did not go to the hospital. During the call, a back to back blood test was not performed by the customer, as customer was using expired test strips, manufacturer's expiration date is 04/23/2019. The meter memory was reviewed for previous test result history: (B)(6).